Event description:
This impedances had dropped and the physician noted fluctuations in the impedance while manipulating the lead in the header. A possible insulation breech was noted on the lead at explanted. This device was replaced and retained by the hospital. Should additional info become available, this file will be updated.